Manufacturer narrative:
The date of event (b3) was estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, following a routine photoselective vaporization of the prostate follow-up procedure, the patient had a urinary infection. It was noted that the physician believes the infection may have been caused due to vaporizing too much on the anterior part of the prostate. However, it was unknown to them if the device or procedure caused or contributed to the patient complication, so the direct causal relationship is not clear. An antibiotic was prescribed to get rid of infection and the patient is better.

Event description:
It was reported that, following a routine photoselective vaporization of the prostate follow-up procedure, the patient had a urinary infection. It was noted that the physician believes the infection may have been caused due to vaporizing too much on the anterior part of the prostate. However, it was unknown to them if the device or procedure caused or contributed to the patient complication, so the direct causal relationship is not clear. An antibiotic was prescribed to get rid of infection and the patient is better.

Manufacturer narrative:
The date of event (b3) was estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.